Event description:
On (B)(6) 2023, the patient presented with the complaint issue at the second stage of surgery.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. Correction - b5 describe event or problem, h1 type of reportable event, h4 device manufacture date.

Event description:
It was reported that the hahn tapered implant failed to osseointegrate. The patient's bone type is ii, oral hygiene listed as good. The patient has no relevant medical/dental history. The patient presented for placement on (B)(6) 2023 for tooth #14. On (B)(6) 2023, the patient presented with issue at the second stage of surgery. The implant was explanted on (B)(6) 2023 and replaced. There was no permanent patient injury and no additional medical/surgical procedure was required.

Manufacturer narrative:
Additional information. Corrected information. The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6124771 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6124771 and found no additional product in stock. Investigation methods/results customer has not returned the reported device for review. However, the non-visual device investigation has been completed. Root cause "failure to osseointegrate" is a common complaint with regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." CAPA ca-00016 manufacturer reference: comp (B)(4).

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed to osseointegrate. The patient's bone type is ii, oral hygiene listed as good. The patient has no patient history and overall good health. The patient presented the issue on (B)(6) 2023. The patient came for placement on (B)(6) 2023 for tooth #14. The implant was explanted on (B)(6) 2023 and replaced. No further information was provided.

Manufacturer narrative:
B4 in the previous report was reported as 08/08/2023, however, the correct date is 10/24/2024. The device has been evaluated and the investigation has been updated. The results are as follows: investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø5.0 x 10 mm 70-1154-imp0015 using radiographic template (pk-209-062515). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. CAPA ca-00016. Manufacturer reference: (B)(4).